Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The reported machine was investigated on site by our field service engineers. Both nozzle units were replaced to resolve the issue. The received logs confirms the reported issue. The replaced parts have been returned for investigation. Simulate test use of the returned nozzle units passed the pre-use check. The machine has been set on ventilation for 24 hours. However, no abnormal found. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.